Event description:
Baxter brazil reports 5 incidents of ruptured fibers on the first use of the dialyzer. Blood loss of unknown quantity noted. Baxter brazil reports no pt injury or medical intervention required.